Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found except for procedural damage.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the low voltage lead exhibited failure to capture during the threshold test. The low voltage lead was not used. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.